Event description:
It was reported that the user experienced a hypoglycemic event with a documented blood glucose of 57 mg/dl after the sensor lost connection with the pump for approximately 30 minutes and while the pump was still adapting as a new system; the user disconnected from the pump, ingested oral glucose, and later reconnected, and no device low or high alert was received. Symptoms included fatigue consistent with hypoglycemia. Outcomes included resolution of the low with self-treatment and no need for assistance or medical intervention. Investigation included complaint intake, troubleshooting, and education regarding monitoring, reconnection, and use of oral glucose for lows. Investigation of this case revealed a user-reported sensor-to-pump communication interruption and new-device adaptation as plausible contributors to insulin delivery mismatch leading to hypoglycemia, with no alerts reported at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.